Event description:
The customer was hospitalized for low blood glucose levels. The customer had changed the infusion set one day prior to being hospitalized. The customer had also gone to bed with a low blood glucose reading that same night, but it was treated. Troubleshooting revealed that all the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.